Event description:
It was reported that the catheter was unable to pace during use. There were no patient complications reported.

Manufacturer narrative:
Reported defect "the catheter was unable to pace during use." Was confirmed. Catheter was found to have a short condition between the proximal and distal electrodes at the y-adapter area. Balloon inflated clearly, and concentrically, and without any leakage observed. There was no visible damage observed from the catheter body. The device history record review was completed and all manufacturing and sterilization inspections asses with no non-conformances.

Manufacturer narrative:
A re-training workshop was held on good soldering practices for all of the operators and this unit was manufactured prior to the re-training. There will be no additional actions taken at this time. We will continue to monitor this issue.